Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received a call from our outreach program, asking about customer's hospitalization. Customer stated that she did not think her hospitalization was due to her blood glucose meter or sensor. She said that she was in an accident on (B)(6) 2013 that required neck and spinal surgery. Most recently, in march, customer had another neck surgery and has been on medications that affect her blood levels. She says that after taking the medication, she feels her blood glucose level go low. Nothing further reported.